Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported the 0.018 wire bent while attempting to enter the left ventricle. No patient harm has been reported.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the difficult to advance was unable to be determined as insufficient clinical details were provided. The cause of the product damage was unable to be determined as insufficient clinical details were provided.